Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the op report, a xience 3.5 x 12mm coronary stent was advanced in the right coronary artery (rca) at the beginning of the tavr procedure for protection. Post valve deployment, the edwards lifesciences devices were removed without issue. Following this, contrast injection confirmed patency of the rca. However, the coronary stent deployment system was very difficult to withdraw and the stent itself dislodged. Subsequently, the coronary stent was dilated in the rca. There was no report of this event being related to an edwards lifesciences device. Per the instructions for use (IFU), central regurgitation and valve malposition requiring intervention are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The device is not available for evaluation as it remains implanted in the patient. In this case, the root cause of the regurgitation and valve malposition cannot be confirmed. However, patient and procedural factors (possible patient-prosthesis mismatch and/or post dilation of the implanted valve) may have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4) the investigation is ongoing.

Event description:
A 23mm sapien 3 valve was implanted within a pre-existing 21 magna ease surgical valve in the aortic position via transfemoral approach using nominal inflation volume. During deployment, the valve landed low in a 70:30 aortic/ventricular position, the valve had a slight waist, and severe central aortic insufficiency (cai) was observed. The valve was post-dilated with a 21 true balloon, which fractured the magna ease valve, however, the severe cai persisted. After post-dilation the valve waist was less significant and appeared fully expanded. All the valve¿s leaflets looked fine and were mobile. A second 23mm sapien 3 valve was prepared an implanted slightly above the first valve. Tee showed no aortic insufficiency and everything looked great post procedure. The patient was stable post procedure.